Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The interior right ventricular defibrillation cable was extrinsically cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The exposed right ventricular defibrillation coil was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted the overlay tubing, outer insulation, inner insulation, distal conductor, proximal conductor, and internal rv defib conductor with extrinsically cut at 10 cm, extrinsic damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered and there was oversensing. The patient was transported by ambulance to the hospital for a check. Lead impedance, threshold and sensing were stable, but the electrograms (egm) suggested a possible incomplete fracture of the rv lead. The patient was hospitalized. It was noted that the patient¿s cognitive strength was poor, making it difficult to conduct stress tests. The rv lead was later explanted and replaced. It was noted that the connector part was severed during the lead removal. No patient complications have been reported as a result of this event.